Event description:
On (B)(6) 2023, the technologist at (B)(6) located in the USA reported that as they were positioning the collimator during patient preparation for a hip exam using their optima xr646 fixed radiographic x-ray system, the collimator detached from the system and struck the patient in the lower abdomen. There was no death or injury associated with this event.

Manufacturer narrative:
Ge healthcare's investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcares investigation has been completed and the cause of the detached collimator was determined to be a service error. The ge field engineer (fe) troubleshot the system and identified two of three collimator set screws were not positioned correctly which is a symptom that the collimator was installed incorrectly. Further analysis also identified the collimator was removed and then reinstalled during a tube change two days prior to the collimator detaching. An interview with the fe that performed the tube exchange stated he did not remember pressing the detent lever when attaching the collimator to the mounting ring in addition to not using a force gauge during the collimator re-installation of the three mounting screws according to the service manual. The system was corrected the by installing the collimator per the service instructions. In addition, the fe who completed the tube exchange was retrained on the collimator installation procedure. No further actions are needed.